Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2023 by the american orthopaedic society for sports medicine titled ¿a radiostereometric analysis of tendon migration after arthroscopic and mini-open biceps tenodesis: interference screw versus single suture anchor fixation¿. The study reviewed one hundred fifteen (115) patients who underwent arthroscopic vs. Open biceps tenodesis using arthrex fiberwire to address soft tissue approximation and/or ligation. During the three (3) year follow-up period, five (5) patients required reoperation. Ref: forsythe, b. Et al. A radiostereometric analysis of tendon migration after arthroscopic and mini-open biceps tenodesis: interference screw versus single suture anchor fixation. Am j sports med 51, 2869-2880, doi:10.1177/03635465231187030 (2023).